Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. Additional information provided communicated that no log files were available for review. It was also noted that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found down on (B)(6) 2023 by a family member. Emergency medical services (ems) stated that the patient was long deceased when they arrived. By the way the patient was lying on the ground, they concluded that there was a sudden event that led to the death. The system controller was reportedly alarming with "connect drive line - 867 minutes.".

Manufacturer narrative:
Related MFR number 2916596-2023-05226. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.